Event description:
Same case as ID # 2134265-2012-01795. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed target lesion was located a calcified and moderately tortuous mid right coronary artery (rca). After the pre-ivus, while platforming the 1.75mm rotalink plus burr at a speed of 170,000rpm, the floppy rotawire guide wire separated outside of the patient. The physician used another of the same rotawire guide wire with the 1.75mm rotablator rotalink plus burr, however insertion failed. The procedure was completed with a new burr and guide wire. No complications were reported, and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed target lesion was located a calcified and moderately tortuous mid right coronary artery (rca). After the pre-ivus, while platforming the 1.75mm rotalink plus burr at a speed of 170, 000rpm, the floppy rotawire guide wire separated outside of the patient. The physician used another of the same rotawire guide wire with the 1.75mm rotablator rotalink plus burr, however, insertion failed. The procedure was completed with a new burr and guide wire. No complications were reported, and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device received presented a detachment. The visual and tactile inspection performed showed a fracture at 130.2cm approximately from the distal end. Further analysis of the fracture portion revealed the fracture occurred in a zone with a reduction of the cross sectional area due to tensional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).